Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results, with two different meters, within 10 minutes: 54 mg/dl (system #1) and 138 mg/dl (system #2). No adverse event reported. Customer does not have the test strips and vial that was used in the comparison. No product will be returned.